Event description:
Doctor reported pt was diagnosed with a corneal ulcer and corneal punctate keratitis. Events started 2007. The ulcer was located within the central 4 mm of the cornea and presumed infections. No culture was performed. The ulcer resolved with scar approx one month later, with no permanent decrease in visual acuity. The spk continued until the following month. Patient was treated with vigamox at, lotemax and restasis and recovered.

Manufacturer narrative:
No product was returned for eval and no lot number info is known. The reporting dr indicated that contact lenses were used, but questioned if the event was directly related to a specific product. Based on available info, no causal factors can be determined and no conclusion can be drawn.